Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis. The bolus history showed that several boluses were delivered. Nothing further was reported.